Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pain and suffering; limitations of function originating from and in his left hip from (B)(6) 2008 to the present time as a result of the failed total joint; a future unnecessary revision surgery on his left hip anticipated to be performed (B)(6) 2012; tissue damage on the left resulting from the failed total joing, permanent pain and suffering; medical and medically related expenses, and loss of earnings and a diminution of earning capacity. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to recall. Report also noted that cocr level was less than 7.

Event description:
Medical records received (B)(4) 2013. Revision operative report indicates the following: pain; posterior capsule was significantly attenuated and there was hemosiderin deposition in the tissues; the anterior and posterior walls of the acetabulum were quite thin although they were intact. The information received does not change the MDR decision.